Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample or photo was not available for evaluation; therefore, the investigation was limited. A review of the manufacturing records was performed for the incident lot# 5027834 and no issues were identified. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: there was no sample and/or photo available for evaluation at the manufacturing site. Based on the investigation, a root cause could not be determined within the scope of this evaluation. (B)(4).

Event description:
It was reported that flow rate on a 22 g x 1.00 in. (0.9 mm x 25 mm) bd nexiva¿ diffusics¿ closed IV catheter system was not flowing properly for a 95 ml contrast bolus. The patient was evaluated by the vascular team, care instructions were given, and the patient was asked to return for an exam in two weeks.